Event description:
It was reported that it became unable to measure svo2. When optical module cable was replaced, the customer noticed that there was blood leakage from the connection between the connector and the cable. No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. An introducer and contamination shield were attached to the catheter. Customer report that catheter was unable to measure svo2 was not confirmed; however, customer complaint that there was leakage from the optical module connector was confirmed. Catheter passed in-vitro calibration on the vigilance ii monitor. Catheter also passed transmission and cross-talk testing. Leakage was found from the optical module connector while pressurizing the distal lumen. Damage was found on the catheter body approximately 33 cm from the distal tip. Catheter was cut near the damage site to determine the site of interlumen leakage. A split in the web under the damaged area of the catheter was found, causing the interlumen leakage. The damage on the catheter body also caused the inflation lumen to be collapsed and the balloon was unable to be inflated. All other through lumens were patent without any leakage or occlusion. No visible damage to the catheter or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air by holding the balloon under water. Visual examination was performed under microscope at magnification 20x. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of leakage was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.